Manufacturer narrative:
One oximeter was returned for evaluation. Visual inspection of the device found it to have two cracks on the front. Device underwent functional testing by being powered on; the reported customer complaint was confirmed. The lcd was noted to have a missing character, this being the reason for the heart rate not being read accurately. A good known test board was replaced and the missing character was resolved. The problem source was determined to be user interface as a result of impact. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical oximeter is not reading the heart rate correctly. Incident occurred during annual inspection, no patient involvement.